Event description:
The patient felt a shocking or jolting sensation when the therapy amplitude was increased to 7.5 volts. The patient did not feel shocking at 6.0 volts. There was no incident or accident related to the complaint. The patient was seen in clinic. Impedances greater than 3600 ohms were noted on electrodes 0 and 2. These electrodes were used in each of the patients 4 stimulation programs. The device was reprogrammed, omitting the out-of-range electrodes, to provide improved coverage.

Manufacturer narrative:
(B) (4)